Manufacturer narrative:
Correction b5 the statement should have been, "it was reported that patient was seen as an in-patient after long pauses were observed on the electrogram." Correction h6 health effect should have been arrhythmia since long pauses were observed on the electrogram. Analysis was normal. No anomalies were found.

Event description:
It was reported that patient was seen as an in-patient after long pauses were observed on the electrogram. It was noted that right ventricular lead exhibited loss of capture after implantation due to dislodgement. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient was seen as an in-patient. It was noted that right ventricular lead exhibited loss of capture and intermittent capture after implantation due to dislodgement. The lead was explanted and replaced. The patient was stable.